Event description:
Additional information was received indicating this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Device interrogation revealed this device declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating the device was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.